Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included blood pressure high since 2003. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (complete hysterectomy with possible removal of the essure devices on or about 2007). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for severe menstrual pain, pelvic pain, back pain, and fatigue, among other symptoms. Discrepancy noted in essure removal: as per fu 1, have you had your essure (or any part of the device) removed? No. However it was already reported as possible withdrawn in 2007 according to initial version. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events added: abnormal bleeding (general), plaintiff did not undergo an essure confirmation test. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (complete hysterectomy with possible removal of the essure devices on or about 2007.). Essure (ess205) was removed in 2007. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue and pelvic pain to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for severe menstrual pain, pelvic pain, back pain, and fatigue, among other symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.